Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor being stuck in the customer¿s body. The customer was advised to see a health care provider to make sure the sensor did not fracture in the body. The customer¿s blood glucose was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.